Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 314.291. Lot: 15-3576. Manufacturing location: selzach. Supplier: (B)(4). Release to warehouse date: june 18, 2015. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the complaint device collinear reduction clamp was returned to customer quality (cq) west chester for investigation. Upon visual inspection, the synthetic screens on the part was found missing. No other issues were identified. Functional test: the sliding mechanism of the clamp was found jammed and binding during the functional test. Service and repair evaluation: the customer reported that the collinear reduction clamp slide will not slide freely. The repair technician reported the device is missing two synthetic screens. The sliding mechanism is sticking/jammed and binding. Binding is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. -collinear reduction clamp sliding mechanism. Dimensional inspection: dimensional inspection was not performed as the internal components could not be accessed without the destruction of the device. Investigation conclusion: the complaint device had difficulty in sliding freely and also was missing components which could have potentially caused the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the collinear reduction clamp slide will not slide freely. No patient involvement. This report is for one (1) sliding mechanism. This is report 1 of 1 for complaint (B)(4).